Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed discrepant magnesium results for one patient on the architect c8000 analyzer. The following data was provided (meq/l): initial 6.0, repeats 1.8, 6.0 (result not reported to clinician). The sample was lihep plasma and was spun in a stat spin 4 centrifuge. No further details about the event are available. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and standard troubleshooting procedures. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No specifics about sample handling or centrifugation details could be obtained. Based on the available information, no product deficiency was identified.